Manufacturer narrative:
This event occurred outside the us where the same model is distributed. All information provided is included in this report. Patient information is not generally available due to confidentiality concerns. The device has not yet been analyzed. Results of evaluation of returned device will be submitted in a supplemental report. (B)(4).

Event description:
It was reported that during a cryo ablation procedure there was air introduction during aspiration of the sheath. The sheath was replaced and the procedure was completed with cryo. No patient complications have been reported as a result of this event.

Manufacturer narrative:
Product event summary: the device, flexcath advance sheath 4fc12 with lot number 43962-75, and data files were returned and analyzed. The data files did not show any system notices for the date of the event. Visual showed the device was intact with no apparent issues. Multiple aspirations and injections were performed without air bubbles or leaks. The hemostatic valve and valve assembly were leak tight. In conclusion, the reported air ingress could not be reproduced and has not been confirmed through testing. The sheath passed the return product inspection.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.